Event description:
Surgeon was doing a lap chole and used an endoscopic multiple clip applier. The clip applier would not fire properly. Another clip applier opened and worked without incident.====================== manufacturer response for endoscopic clip applier, ligamax endoscopic multiple clip applier (per site reporter).====================== sales rep wants to pick the device up and send in for evaluation. Sales rep notified by charge nurse.